Event description:
It was reported the device exhibited error 45520. There was unknown patient involvement.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log confirmed an occurence of the error code. Functional testing duplicated the reported issue. The investigation determined that a faulty keypad was the cause of the reported issue. The keypad was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.